Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, like the reported trauma, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient experienced a sudden decrease in hearing on (B)(6) 2019. Reportedly recipient had fallen down the stairs. Affected channels were observed. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurement revealed affected channels. Reportedly the child fell down the stairs.